Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during full release the valve appeared to have gradually moved up and then moved down into a ¿minus¿ implant position. The native annulus calcification may have contributed to the valve movement. As result, the blood pressure decreased which required an intra-aortic balloon pump. A contrast study and echocardiogram were performed. It was suspected that the right coronary artery had been occluded. As result, this transcatheter valve was snared upwards and an additional transcatheter valve was successfully implanted. The day following the valve implant the hemodynamics were stable. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Conclusion: a device history review was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Procedural images were submitted to medtronic for review. The image review showed the angiographic study was provided for review with a total of 52 images. The cine of the of valve load showed inflow crowding up to node 2, but below node 4, which would make it an acceptable load. One image showed the valve at 80% deployment and with perfusion to the left main coronary artery, but the right coronary artery (rca) appeared to be occluded by the native leaflet given the ¿white line sign¿ and no flow into the rca. No patient summary was attached to review sinus of valsalva anatomy. The next image showed the valve being released followed by the insertion of an intra-aortic balloon pump (iabp) as reported. Cine 28 frame 59/120 and cine 29 frame 62/104 showed the valve fully deployed with absence of coronary perfusion to the rca. The valve was successfully snared in cine 31 frame 60/64. A second valve was introduced and deployed through cine 34 to cine 45 where the valve is released. There appeared to be faint coronary perfusion through the rca in cine 48 with a selective angiogram of the rca in cine 51 that confirmed perfusion of the rca. Potential factors that can influence a dislodged valve include tension applied on the device during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A conclusive root cause for the dislodgement could not be determined, but it was reported that the native annulus calcification may have contributed to the valve movement. Per the device instructions for use (IFU), coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors. The cause of the coronary occlusion could not be determined, but the valve dislodgement may have been a contributing cause. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. A conclusive cause of the hypotension could not be determined, but the dislodgement may have been a contributing cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.